Manufacturer narrative:
Cont'd medical devices: 50ml baxter bag heparin and sodium chloride; (2) pri tubing. The customer¿s report that heparin infused faster than intended could not be confirmed. Event log review showed that the infusion was programmed as reported with the rate at 1ml/hr. The infusion was terminated early by the user; however the cause for its early termination could not be ascertained from the log analysis. The recorded total volume infused was 4.381ml when the infusion was terminated. Testing and inspection did not show any contributing factor. When tested with the event set the pump module infused within specification. The root cause for the reported event could not be identified.

Event description:
The customer stated that medication infused faster than intended. On (B)(6) 2018, a uac and uvc line were placed right before the rn arrived. IV fluids were ordered for the uac line, 50 ml 0.45% ns + 25 units heparin (0.5 unit/ml) to run at 1 ml/hr. At 06:30, the rn programmed a pump (with an rn witness) to deliver 12 units of heparin in a 24 hour period. At 11:20 the rn noticed the 50ml bag was empty and realized that the patient had received 25 units of heparin in 5 hours and 50 minutes. The pump display read that the fluids were infusing at 1 ml/hr. The doctor and pharmacy were notified; 0.1mg of protamine was given to reverse the effect of the high dose of heparin. Before this event, a transfer to another facility for pneumonia was already planned and this happened as scheduled. The customer reported that the patient had no ill effects due to the heparin after the administration of protamine.

Event description:
The customer stated that medication infused faster than intended. On (B)(6) 2018, a uac and uvc line were placed right before the rn arrived. IV fluids were ordered for the uac line, 50 ml 0.45% ns + 25 units heparin (0.5 unit/ml) to run at 1 ml/hr. At 06:30, the rn programmed a pump (with an rn witness) to deliver 12 units of heparin in a 24 hour period. At 11:20 the rn noticed the 50ml bag was empty and realized that the patient had received 25 units of heparin in 5 hours and 50 minutes. The pump display read that the fluids were infusing at 1 ml/hr. The doctor and pharmacy were notified; 0.1mg of protamine was given to reverse the effect of the high dose of heparin. Before this event, a transfer to another facility for pneumonia was already planned and this happened as scheduled. The customer reported that the patient had no ill effects due to the heparin after the administration of protamine.